Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 7 days . No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient had been having hypoxic episodes since lvad placement and required reintubation for respiratory failure. In addition, it was reported that a patent foramen ovale (pfo) was found on transesophageal echocardiography (tee) postoperatively. A ventricular septal defect (vsd) has been confirmed to be the cause of hypoxia and patient returned to the operating room for repair. The patient remained re-intubated through vsd repair and was successfully extubated. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported respiratory failure could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system instruction for use lists respiratory failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.